Event description:
It was reported that the patient experienced difficulty charging the spinal cord stimulation (scs) implantable pulse generator (ipg), resulting in an increased charging burden. As part of the intervention, the ipg was replaced. Electrocautery was used during the procedure. Postoperatively, the patient was reported to be stable. The explanted device will not be returned for analysis, as it was not released by the hospital in accordance with facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.